Manufacturer narrative:
Additional narrative: without a lot number, the device history records review could not be completed as no product was received. Investigation summary: the device was received for evaluation. Visual inspection reveals that the dome button is missing for the mode switch. There is corrosion on the pedals and on the housing around the base of the foot pedals. There are several stains and the paint is chipped away in many spots on the housing and the pedals. The cap for the fischer connector is missing. There is shrink tubing that is usually near the strain relief of the housing has slipped down about three inches toward the connector on the cord. The lot number and manufacturing date section of the product label is missing from the device. The device was taken to a lab and tested. The device was connected to a vapor vue generator. An electrode was plugged into the generator and the tip was submerged in a saline solution. The ablate and coag pedals were pressed and both did not function. The mode button dome was missing so it wasn¿t tested. This complaint can be confirmed. The probable root cause of this failure is improper device maintenance. The device was not cleaned properly after use which allowed the corrosion to form on the pedals. Furthermore, no lot number was supplied which precludes conducting a manufacturing records evaluation. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot no lot number was supplied which precludes conducting a manufacturing records evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via phone that during an unknown procedure the blue and yellow pedals on the customer's vapr 3 foot pedal are sticking. The procedure was completed with another foot pedal with no patient harm or surgical delay to the case. The sales rep stated that he could not provide a lot number for the device as it is worn off. The sales rep was not present for the case therefore could not provide any further information. The device will be returning for evaluation. This report is 1 of 1 for (B)(4).